Event description:
Additional information was received on (B)(6) 2012 when the generator was received for product analysis. Product analysis is still underway and has not yet been completed.

Event description:
On (B)(6) 2012 it was reported that the patient was undergoing prophylactic generator replacement that day and when the generator was interrogated, it showed ifi=no. However when the new generator was attached to the leads, prior to inserting it into the patient, high lead impedance was observed during system diagnostics; but the high lead impedance did not appear upon interrogation. The lead pin was re-inserted into the new generator and system diagnostics were preformed again with normal results. The surgeon observed that insulation was missing/abraded from one area of the lead, but the surgeon could not tell if it was only the outer insulation or also the inner insulation. The lead pin was re-inserted into the generator and system diagnostics were performed with normal results. The test was repeated three times, all with normal results. The surgeon decided not to replace the lead due to the results of the subsequent system diagnostics tests being within normal limits. The surgeon stated that no painful or erratic stimulation was noted during consultation. Attempts for the return of the explanted generator are underway but the generator has not been returned to the manufacturer to date. Clinic notes were received dated (B)(6) 2012 which indicate that the patient's seizure frequency has increased. Instead of having a seizure approximately one or twice per week, the patient has been having 4 or 5 seizures per week which was noted to be similar to the patient's seizure frequency prior to vns. The patient's settings were stated to be output=1.75ma/frequency=30hz/pulse width=500usec/on time=30sec/off time=11min/magnet output=2ma/magnet pulse width=500usec/magnet on time=60sec. System diagnostics performed that day revealed no problems with the vns and showed approximately 10% battery life remaining. The physician stated that the increase in seizure frequency corresponds to the weakening of his vns battery and therefore was having the generator replaced. Good faith attempts for additional information from the physician were unsuccessful.

Event description:
Additional information was received on (B)(6) 2013 when product analysis was completed on the explanted generator. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The ifi = yes message was duplicated in the pa lab, while the battery, 2.827 volts as measured during completion of the final electrical test, shows a non-ifi condition. The data in the memory locations revealed that 97.994% of the battery had been consumed.